Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was stuck at update 7% complete and failed to communicate. The customer stated that the malfunction occurred when user trying to issue medication to patient and it affects the patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and was stuck on the update screen at 7% completion. The field service engineer (fse) reimaged the hard drive and encountered issues connecting to the synchronization server. The primary fse assisted in deploying the required package. Once the connection to the server was successfully established, the fse performed a data synchronization. The customer then logged into the application and completed a refill. Finally, the fse tested the drawers using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was stuck at update 7% complete and failed to communicate. The customer stated that the malfunction occurred when user trying to issue medication to patient and it affects the patient care workflow. There were no adverse events or injuries reported based on this event.